Manufacturer narrative:
Steris has confirmed the reported issue. The polyblend plastic material that is used to form the light handle cover was sourced from a secondary supplier beginning in october 2022 and may not meet performance specifications. Steris initiated a recall removal of the affected product on march 3, 2023.

Event description:
The distributor reported on behalf of their customer that during a patient procedure their light handle cover detached and fell. No report of injury.